Event description:
It was reported that the patient was admitted with red broken heart alarms on their left ventricular assist device (lvad). The patient was connected to an ungrounded patient cable upon arrival. On interrogation, it was noted that the patient had many power disconnect alarms. The clinician was only able to look back to on (B)(6) 2024 at 2:00am, and did not note any speed drops or low flow alarms. Per the patient, they were never truly being disconnected since the alarms started overnight. Upon auscultation, the pump rotor was heard running. Log files review was requested. Chest and kidney/ureter/bladder x-rays were performed to see the driveline. X-ray images showed nothing of note. Log files noted numerous power cable disconnect alarms on (B)(6) 2024 while the patient was connected to batteries. There were no other unusual events recorded in the log file event history. The site additionally reported that the patient had no further alarms since arrival and being connected to the power module via the non-grounded cable. Technical services stated that there were no alarms related to the driveline in the log file, so an ungrounded cable was not necessary. As of the morning on (B)(6) 2024, the patient only had pulsatility index events without speed drops or low flows, and no pump disconnect alarms since they had arrived at the hospital and were connected to the power module. The patient had not noted any other alarms on the system controller display.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log file was unable to confirm the report of a red heart alarm, and a specific cause for the reported red heart alarm could not be conclusively determined through this evaluation. A review of the submitted log file found that the system appeared to be operating as intended at the fixed speed, and there were no notable alarms captured that were related to the driveline. Refer to the battery/battery clip investigation regarding the power cable disconnect alarms. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook outline system controller alarms and the appropriate actions associated with each alarm condition. The patient handbook contains a section on ¿handling emergencies¿ and instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and the driveline, serial #(B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C, is currently available. Section 7 ¿alarms and troubleshooting¿ outlines system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook, rev. C, is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Section 8 "handling emergencies" lists examples of emergencies and what actions to take. The patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the cause of the red heart alarm was determined to be due to poor connection and dirty battery clips and cleaning the batteries and battery clips resolved the event. Patient had been reported to be at home with no further alarms and was no longer using an ungrounded patient cable.